Manufacturer narrative:
Correction: initial MDR was misclassified and should have been marked as an adverse event. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event. As previously reported, the surgeon confirmed that the inaccuracy was not due to the navigation system. Additional information: a medtronic representative reported that she has spoken with the attending surgeon and the residents on his team about the importance of choosing landmarks on the scan that they can most readily reproduce on the patient.

Manufacturer narrative:
On 10/08/2015, a medtronic representative, following-up at the site, reported speaking to the surgeon and the surgeon thought the stealth with pointmerge was accurate. We both thought the surface merge failure was weird. The surgeon stated that the pedicles were just very small and they had one shot to either hit, or not get, a good path, and that is why they broke through and ended up going to t1 for their pedicle screws. On 10/08/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/13/2015 software analysis completed. Findings are that the pointmerge error metric was 4.5, the site then tried to proceed with surfacemerge but could not get the merge error to pass. They cancelled surfacemerge and proceeded with the pointmerge. The medtronic representative is making recommendations to the surgeon about proper pointmerge technique, to get the error metric to be lower. The surgeon has confirmed that the inaccuracy was not due to the navigation system. System performed as designed. No further issues have been reported. (B)(4)

Event description:
A medtronic representative reported that, while in a computed tomography (CT) spinal fusion procedure, the surgeon alleged an inaccuracy with the navigation system. They could not get surfacemerge to pass, then used pointmerge instead. The surgeon deemed they did not get good screw placement at c7, so proceeded by exposing up to t1 and placing pedicle screws. The surgeon felt the pedicle screw placement at t1 was accurate. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.